Event description:
The customer returned the device to the manufacturer for evaluation. During the device evaluation, no evidence of foam degradation was found. However, upon review of the error logs, there was a system failure and control pressure sensor that may impact therapy to the specified publications. There was no patient involvement. No further evaluation required at this time. Non-reportable since there was no death or serious injury reported, and the observed event/issue would not cause a death or serious injury if it were to recur.

Manufacturer narrative:
It was previously reported that the customer returned the device to the manufacturer for evaluation. During the device evaluation, no evidence of foam degradation was found. However, upon review of the error logs, there was a system failure and control pressure sensor that may impact therapy to the specified publications. There was no patient involvement. No further evaluation required at this time. Non-reportable since there was no death or serious injury reported, and the observed event/issue would not cause a death or serious injury if it were to recur. This is incorrect and erroneously entered. The correct b5 is: this notification was opened for review due to the manufacturer being contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the device evaluation, no evidence of foam was found. However, upon review of the error logs, there was a system failure and control pressure sensor that may impact therapy to the specified publications.